Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood. (B)(4).

Event description:
It was reported that during the implant attempt, the lead would not advance through the sheath. The physician noted three stretch marks on the insulation of the wire. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.